Manufacturer narrative:
A field service engineer (fse) was dispatched and noted that there was no active leak therefore it could not be determined which cartridge leaked.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 800 pro synchron chemistry analyzer had a reagent cartridge that leaked in the refrigerator. No injury was reported for this event.